Manufacturer narrative:
Batch review performed on 12 december 2022. Lot 2221113: (B)(4) items manufactured and released on 09-mar-2022. Expiration date: 2027-feb-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review (2 devices reported in this complaint).

Event description:
L4/5 fixation surgery. The patient's pedicles on l4 broke during screw insertion. Larger size screws was used to complete the surgery. The surgeon drill the hole, then 5 mm tapping and 6 mm tapping. K-wire was used. Bone quality normal. No skiving problem occurred during insertion.

Event description:
L3-l4 fixation surgery. The patient's pedicles on l3 broke during screw insertion. Larger size screws was used to complete the surgery. The surgeon drill the hole, then 5 mm tapping and 6 mm tapping. K-wire was used. Bone quality normal. No skiving problem occurred during insertion.

Manufacturer narrative:
Visual inspection performed by r&d manager: the pedicle screw (ref. 03.52.322, lot 2221113) has been analyzed and is conforming to specification. The myspine planning has been reviewed and no anomalies were found. No root cause can be defined. Mysolution department evaluation: the analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.